Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: the customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result (B)(6) 2022 with the binaxnow¿ covid-19 antigen self test using an unknown sample swabs and generated a negative result. The customer reported that they went to the doctor as well as (B)(6) and 2 other covid testing sites and obtained positive results at all 4 different places. The customer reported to be covid symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result (B)(6) 2022 with the binaxnow¿ covid-19 antigen self test using an unknown sample swabs and generated a negative result. The customer reported that they went to the doctor as well as walgreens and 2 other covid testing sites and obtained positive results at all 4 different places. The customer reported to be covid symptomatic. No additional patient information, including treatment and outcome, was provided.